Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening and yellow/red particles material was found on the shell. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening sharp and partial delamination of orientation. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge opening in the side posterior assessed as unidentified (tear) opening. Partial delamination of orientation dot due to adhesive failure.

Event description:
Healthcare professional reported "rupture of the left implant, serositis, migration." Device has been removed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: "rupture of the left implant, serositis, migration." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "rupture of the left implant, serositis, migration." Device has been removed.